Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates a intended.

Event description:
Customer reported system is displaying a generator error message. No patient injury was reported.